Event description:
Arterial line transducer set up, connected to patient and unable to get waveform on monitor. Zeroed line several times, changed the cable, and changed the monitor brick. Assured by other rn team members that correct label was displaying. Another transducer kit was primed and used and waveform appeared. Faulty transducer kit.